Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit for the reported display issue. During investigation, the fse found that the upper display was defective. Circular blemishes were obstructing the view of the bpm, the battery indicator, and the helium tank indicator. The fse replaced display assembly and functional tested without any further issues. The cardiosave iabp service was completed and performed safety, calibration, and functionality checks to factory specifications. The iabp was released to the customer and cleared for clinical use.

Event description:
It was reported that the display in the cardiosave intra-aortic balloon pump (iabp) was having issues. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit for the reported display issue. During investigation, the fse found that the upper display was defective. Circular blemishes were obstructing the view of the bpm, the battery indicator, and the helium tank indicator. The fse replaced display assembly and functional tested without any further issues. The cardiosave iabp service was completed and performed safety, calibration, and functionality checks to factory specifications. The iabp was released to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. (B)(6).